Manufacturer narrative:
PMA / 510(k) #: bk050036. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had the bottom part of the cap damaged. No report of medical intervention or serious injury.

Manufacturer narrative:
Initial reporter city is corrected to (B)(6). Report source is corrected to foreign, user facility. Date received by manufacturer is corrected to 06/23/2016.